Manufacturer narrative:
(B)(4). Evaluation summary: it was reported that an expired plus 30 priority pack device was sent to the customer. The indeflator was returned inside the unopened chipboard box and unopened tray. The expiration dates on the chipboard box and tray labels were 2018-01-31, confirming the reported issue. The investigation determined the reported difficulties appears to be related to a product quality issue. Abbott vascular (av) determined that field action was required for the devices shipped after the labeled expiration date from this lot of plus 30 priority pack product. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that a plus 30 priority pack was sent to the customer labeled with an expired expiration date. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional 87 priority pack (ppak) devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that 88 expired units of ppak devices were sent to the account. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.